Event description:
It was reported that the subject device had an image blackout. This issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure problem with cable was confirmed and an image blackout was not confirmed. A root cause could not be identified. Based on the results of the investigation problem with cable occurred due to damage on cable unit water tightness is lost. Based on the results of the investigation, a definitive root cause of the reported event image blackout could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.